Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-may-03. It was reported that a lead revision was performed; the lead was placed more right and that provided adequate coverage. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative (rep). It was reported that the patient described rib stimulation, pocket pain, and difficulty charging. The patient had a lead revision on (B)(6) in describing factors that could have led to the problems. X-rays were ordered to evaluate the tilt of the ins in the pocket and to look at lead placement. The patient was reprogrammed which resulted in no rib stimulation and good coverage. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient wasn¿t getting coverage on the right side post-implant. The patient was reprogrammed and was still unable to get coverage. One of the leads was explanted and replaced on (B)(6) 2018 and the issue was resolved. No further complications are anticipated.